Manufacturer narrative:
The reported event was confirmed. The sample was evaluated and observed that the surface was normal in appearance with the presence of a smooth and clear cut. The catheter shaft looked like it had been cut by a sharp tool (i.e. Scissors) that could have caused the catheter to split in two. The unit was inspected for the presence of oxidation, acid cuts, abrasions, external cuts or tears that could cause the shaft to be cut. None of the conditions above were evident on the sample. How and when the problem occurred could not be determine. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.]"

Event description:
It was reported that the balloon of the catheter burst 10 days after placement. There was no missing piece left in the patient body. It was later reported via email on 07 december 2018 from anori ishii (medicon representative) that the distal part of the catheter was left inside of the patient and was removed with forceps. On 11december2018, anori ishii (medicon representative) reported that the catheter actually broke and there was no balloon burst.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon of the catheter burst 10 days after placement. There was no missing piece left in the patient body. It was later reported via email on (B)(6) 2018 from (B)(6) ((B)(6) representative) that the distal part of the catheter was left inside of the patient and was removed with forceps. On (B)(6) 2018, (B)(6) ((B)(6) representative) reported that the catheter actually broke and there was no balloon burst.